Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated non-boston scientific right atrial (ra) lead exhibited atrial undersensing in stored atrial tachy response (atr) episodes. An email was sent to the clinic to recommend further review of the atrial lead parameters. No adverse patient effects were reported. The device remains implanted and in service.